Event description:
New information was received indicating the helix was unable to extend from the right atrial (ra) lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix would not extend was not confirmed. As received, a complete lead was returned in one piece for analysis. The visual inspection found the helix to be fully extended with traces of blood. The x-ray inspection found the inner coil over-torque at the connector region, consistent with procedural damage. After cleaning, helix was able to be retracted and extended when torque applied directly to the inner coil. The measured full helix extension length was within product specification.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, there was an unspecified alleged malfunction on the right atrial (ra) lead. The ra lead was not implanted and the patient was in stable condition. Further information was requested but not received.